Event description:
Hundred % o2 suction mode activated by nurse. Ventilator "shut down" - no lights, no alarms no function at all. Nurse immediately removed pt from ventilator and manually ventilated while respiratory therapist "changed out" respirator. Ventilator taken out of svc. Pt did not suffer any adverse effect as a result of spontaneous ventilator "shut down."